Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular lead had to be repositioned several times due to patient anatomy and poor sensing. The stylet became stuck in the lead at one point and physician had to pull hard to remove it. Subsequent repositioning seemed acceptable; however, when the device was attached to the lead, the impedance measurement was high and there was loss of capture. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.